Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3. Reference MFR report #1627487-2016-05455 and #1627487-2016-05456. Note: the patient received 2 leads from the same lot (device 1). It was reported one of the patient's leads eroded (supra-orbital and occipital placement, off label use). The patient underwent surgery where one occipital lead and one supra-orbital lead were explanted and replaced. It is unknown to manufacturer at this time if more than one lead eroded. In turn, all patient leads have been reported.